Manufacturer narrative:
Evaluation summary: an investigation of these lots, as well as others manufactured from the same supplier, found that the devices were manufactured from the incorrect grade of stainless steel. Due to this incorrect material being used, these devices are at a higher potential for fracture. Product was received and was found to be fractured at the hinge. This device are subject of a recall under zimmer recall number 1822565-02012010-002-r. Please reference this report for additional details on the investigation and corrective action.

Event description:
It is reported that the clamp broke at the hinge during use.